Event description:
I had breast augmentation in 1998 by a (B)(6) plastic surgeon. Within 2 years, I developed hashimoto's autoimmune thyroiditis. Over the next few years, I developed chronic fatigue, chronic epstein-barr, recurrent low grade fever, swollen lymph nodes, brain fog, skin nodules, chronic sinus infections. I went from doctor to doctor about different issues without receiving much explanation for my symptoms. In 2012, one of my saline implants ruptured. I was not in a position financially to replace them. I contacted my original plastic surgeon in (b)(64). My records had been destroyed. He mentioned two brands of implants that he was using in 1998. After my rupture, I slowly developed migraines 1-3 days a week and arm and hand numbness. My fatigue worsened. My concentration was bad. A few months after the rupture, I found one of my ID cards, I was appalled to find out that I had pip brand textured saline implants. This was not one of the brands that my surgeon mentioned on the phone. Then I found out that the FDA had denied their approval in 2000. I was never notified by my surgeon or the FDA that my implants had been denied approval. I had to leave my ruptured implant in for 3 years before I could remove them. During that time, I was considering all of my options. I found a plastic surgeon in dallas who does not perform breast augmentation because he has seen so many women who developed illness from their breast implants. His list of common symptoms went right along with my list. I finally removed both breast implants in (B)(6) 2015. Many of my symptoms immediately disappeared. My low grade fever, arm and hand numbness, swollen lymph nodes, migraines, and brain fog went away immediately after surgery. I still have hashimoto's and I still battle fatigue. Overall, though, my health is greatly improved. I firmly believe that my implants contributed to my declining health. I sent my implants to dr. (B)(6) for eval. The textured surface showed major erosion and my ruptured implant was full of contaminants. I would like to know more about the process of allowing these pip implants into the us for use, why the FDA denied their approval, the reason that I was not notified, and how I can obtain the chemical makeup of these saline pip implants. It is widely known that the silicone pip implants used internationally were made with industrial grade silicone and they had a high rate of rupture. I have met thousands of women who are in the same situation as me. They too have developed autoimmune illness and strange symptoms after augmentation. I am in numerous support groups for these women. I speak out publicly about it and I will continue to do so. We have an upcoming (B)(6) conference on breast implant illness to discuss this very issue. Long-term studies need to be done (15-20 year studies) and they need to be found by someone other than the implant mfrs. I have met women who have been suspiciously dropped from the studies they were in. I have been researching publications, medical journals, radiological journals, etc., for the past two years. It is appalling to read some of these articles and still see that the FDA labels these as safe. The mentor memorygel physician's labeling pamphlet that is on the FDA website states that the studies involving a relation to connective tissue disorder needs to be larger (not that there isn't a connection), that the studies involving neurological symptoms are insufficient or flawed (not that there isn't a connection), and that there have been significant increases in symptoms such as chronic fatigue, joint pain, fibromyalgia, etc., even when the implants aren't directly connected to a "defined illness". This is the pamphlet from the implant MFR yet many women say that they were never told of these possible risks. The same pamphlet says that silicone and platinum can migrate through the semi-permeable intact shell yet we can't get a list of ingredients. It's sickening.